Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was able to pass all testing and was able to communicate with an electrode belt. The patient's flag files show many can comm flags that indicate that the monitor was not communicating with the electrode belt properly in the field. The monitor's electrode belt connector was not seated properly in the j1001 connector on the ca board. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a (B)(6) patient's monitor and reported that the monitor was displaying a service code 204 (belt unusable).